Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, menorrhagia, metrorrhagia, uti. Discrepancy noted: date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: yes. Lot number reported 58565 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 58565-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, menorrhagia, metrorrhagia, uti. Discrepancy noted: date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: yes. Lot number reported 58565 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, mental disorder, metrorrhagia, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, menorrhagia, metrorrhagia, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to " pelvic pain ", events- " abdominal pain, back pain, menorrhagia, metrorrhagia, uti, psych injury, post removal complications" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, back pain, menorrhagia, metrorrhagia, uti. Discrepancy noted: date of insertion- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical records received. Lot number & reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.